Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The programming changes were performed. The patient was in stable condition.